Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Information was provided that " don¿t think it was sitting in the cartridge for more than 3 minutes. The scrub tech is relatively new. I did notice during the insertion that the plunger was underneath the iol." The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed that the plunger went underneath the lens and that there was a large crack in the middle of the lens. Hence the lens was explanted and replaced with another lens in the same procedure. Additional information was received stating that in the surgeon's opinion, the plunger was noted to be beneath the lens at the time of insertion caused the event. After the implantation, the lens was cut in the half with the scissors and removed and another lens of same model was implanted.